Event description:
It was reported in a research article that a 72 year old male presented with st-elevation myocardial infarction. Angiography revealed a 99% stenosed lesion in the left anterior descending (lad) artery with heavy calcification. Using a buddy wire technique a bmw guide wire (gw) was advanced to the target lesion alongside a non-abbott gw. A non-abbott stent was advanced on the non-abbott gw and the stent was deployed; however, the bmw gw became entrapped between the deployed stent and the heavily calcified vessel wall. Several attempts were made to remove the gw with balloon dilatation catheters (bdc); however were unsuccessful. Therefore, it was decided to advance an excimer laser coronary atherectomy (elca) device to modify and soften the calcification behind the deployed stent and then a 2.50x15mm nc trek balloon was advance the wire and inflated to retrieved the entrapped bmw gw. There was no adverse patient sequela. Additional information can be found in the attached article "successful retrieval of an entrapped guide wire between a deployed coronary stent and severely calcified vessel wall using excimer laser coronary atherectomy". No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that when the non-abbott stent was deployed, the bmw guide wire inadvertently became entrapped between the deployed stent and the heavily calcified vessel wall. The treatment appears to be related to the operational context of the procedure as an excimer laser coronary atherectomy device was used to modify and soften the calcification behind the deployed stent and a 2.50x15mm nc trek balloon was advanced and inflated to retrieved the entrapped bmw guide wire. There is no indication of a product quality issue with respect to manufacture, design or labeling. Patient weight has been estimated. Date estimated. Attachment: article titled, ¿successful retrieval of an entrapped guide wire between a deployed coronary stent and severely calcified vessel wall using excimer laser coronary atherectomy.